Event description:
It was reported that during a supply change the ilet displayed occlusion and motor stall alerts followed by an absolute range error, after which the device was unable to proceed and could not be restarted; the user was advised to revert to backup therapy, and a replacement device was arranged. Symptoms and included elevated blood glucose up to 229 mg/dl without hospitalization. Investigation included agent-guided troubleshooting and a dry run, which did not resolve the error. Investigation of this case revealed persistent occlusion and consecutive stalled motor alerts culminating in an absolute range error, consistent with a device malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device failure related to insulin delivery malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.